Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was duplicated and attributed to a depleted battery pack. As a result, a new battery is recommended to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.